Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation in the right ventricle. The lead was monitored and the symptoms did not improve. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.